Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During analysis of the returned device found te inner shaft under the hub inflation port appeared to be perforated. No anomalies were observed along with its shaft length and balloon section. During functional testing, the 0.014" demo synchro guidewire was introduced and advanced through the catheter proximal end. The guidewire went through the entire shaft and came out through the distal end without any difficulties. No friction or resistance was encountered. An inflation device filled with water was connected to the catheter inflation port. Attempts made to inflate the device to nominal pressure were unsuccessful. The balloon would not inflate normally. Water was leaking through the guidewire port at the proximal end and also leaking through the guidewire port at distal end. Additional information provided by the customer indicated that the balloon was confirmed to be in good condition after unpacking and during preparation, a 50ml syringe was used to inflate the balloon, 1:1 contrast was used during preparation, and continuous flush was maintained. No anomalies were observed along the outer shaft length and balloon portion of the catheter during analysis. However, under magnification it was found that the inner shaft under the hub inflation port appeared to be perforated, likely causing the reported leak and difficulty prepping the device (removing air from the inflation lumen and balloon). Based on the device analysis, the cause of the perforated shaft could not be definitively determined. It is possible the guidewire may have been inserted into the wrong port and punctured the shaft during preparation. However, this could not be conclusively determined as the guidewire used in the procedure was not returned for analysis. Therefore, an assignable cause of undeterminable has been assigned to the reported event and analyzed anomalies.

Event description:
It was reported that during preparation, the operator prepared and flushed the subject device, and tried to do suction repeatedly but the air couldn't be exhausted. The operator tried to dilate the subject device out of patient's body and found it leaked. The procedure was completed with another device. There was no clinical consequence to the patient. The patient's condition was good.

Event description:
It was reported that during preparation, the operator prepared and flushed the subject device, and tried to do suction repeatedly but the air couldn't be exhausted. The operator tried to dilate the subject device out of patient's body and found it leaked. The procedure was completed with another device. There was no clinical consequence to the patient. The patient's condition was good.